Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient was complaining that the pump was protruding, but not breaking the skin. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting had been performed. No actions and/or interventions had been taken; the patient was going to follow-up with their doctor. The issue was not resolved at the time of the report. Additional information was received on (B)(6) 2019 from a healthcare professional (hcp) via a company representative who reported that the patient was in surgery having the pump pocket revised. It was noted that the patient ¿didn¿t heal nicely¿, so the pump pocket was moved 4 inches to a different region. There was no issue with the catheter, but they had to revise the catheter once they moved the pump pocket to gain more length. No further complications were reported/anticipated.